Event description:
It was reported that erroneous results occurred with a bd vacutainer® c&s preservative urine tube. The following information was provided by the initial reporter, "we are simply trying to rule out contamination issues by eliminating the tubes. There is no foundation for the inquiry just simply asking if anything has been identified or reported to bd, to simply rule the tubes out as the reason for high contamination rates. We were a part of a study in the past where we identified something with the plates we were using, because of the results we were seeing, so we notified the vendors and then found out there was an issue with the plates that we weren¿t made aware of. So let¿s see what bd reports maybe it will be nothing. But that will help us rule the tubes out. And that¿s really all we¿re trying to do here."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical services conducted troubleshooting with the customer, and communicated that there are no known issues with this specific catalog number. The customer has indicated that they consider this matter to the resolved. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® c&s preservative urine tube. The following information was provided by the initial reporter, "we are simply trying to rule out contamination issues by eliminating the tubes. There is no foundation for the inquiry¿ just simply asking if anything has been identified or reported to bd, to simply rule the tubes out as the reason for high contamination rates. We were a part of a study in the past where we identified something with the plates we were using, because of the results we were seeing, so we notified the vendors and then found out there was an issue with the plates that we weren¿t made aware of. So let¿s see what bd reports¿ maybe it will be nothing. But that will help us rule the tubes out. And that¿s really all we¿re trying to do here."